Event description:
It was reported that the clips dropped out of the device. There was no patient injury and the procedure was not altered.

Manufacturer narrative:
The device is being returned from a foreign country for evaluation. The quality engineer will evaluate the returned device, and report his findings to me. I will then file a supplemental report.